Manufacturer narrative:
This complaint is part of retrospective review and remediation. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned".

Event description:
The customer's husband reported via phone call that they were hospitalized and visited to emergency room due to high blood glucose on (B)(6) 2022. Customer blood glucose level when admitted to hospital was above 400 mg/dl. Customer was treated with emergency room, manual injections and intravenous insulin infusion. Customer reported symptoms at the time of hospitalization event was confusion, feeling sick or unwell, headache, tired or weak. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode was not active on at that time. Customer noticed the air bubbles during therapy and air bubbles successfully removed. The insulin pump will not be returned for analysis.